Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One onyx frontier coronary drug eluting stent was used to treat a very calcified lesion in the proximal mid 1st marginal and left circumflex. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. During the procedure a 3.5 ebu launcher guide catheter and a non mdt wire were used. The lesion was pre-dilated using a 2.5x 20 mm compliant balloon at 12 atm. It was attempted to use a 2.5 x 48 non mdt stent but would not go through the lesion. It was tried again with buddy wire, but it still would not go. The buddy wire was removed and a non mdt guide extension catheter (gec) was used with the stent but it was still unsuccessful. Therefore, a 2.5 x18mm onyx frontier drug eluting stent was used with the gec but it did not pass. The gec was removed and a second buddy wire was used but when attempted again, the 2.5 x18mm onyx frontier stent wou ld not advance. The onyx frontier stent was removed. A 3.0 x 20 non compliant balloon was dilated in the mid portion of the lesion. It was attempted to advance onyx frontier again, however on withdrawal of the stent delivery system it was noticed the stent was not on the balloon. Extensive efforts were made to retrieve the stent but they were unsuccessful. A 1.5 x 8 balloon was used to try to find the stent but the stent could not be found. The dislodged stent was not removed and remains implanted. No further patient injury was reported. The patient is reported to be alive and doing well.

Manufacturer narrative:
Additional information: during the procedure a 3.5 ebu launcher guide catheter and a non-medtronic wire were used. There was no complaint against the launch ER guide catheter. The 2.5 x 20mm compliant balloon used during pre-dilation was a non-medtronic device. The 3.0 x 20mm non-compliant balloon and the 1.5 x 8mm balloon used were also non-medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.